Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up in clinic that noise was observed on the right ventricular channel. The patient recently had a generator change and after that noise was noted. The noise was not reproducible with isometrics or pocket manipulation. Intermittent t-wave oversensing was also noted. A month later, the patient was brought to the operating room to investigate the cause of the noise. A blood clot was found in the header of the device which was thought to be the cause. The ICD header was cleaned and the issue was resolved. No programming changes were made. The patient was fine before, during and after the procedure and will continue to be monitored.